Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 to 36 mg/dl at the time of the incident. The customer was at 190 mg/dl at the time of the call. The customer was given juice, glucose tablets, intravenous fluids and glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported sensor glucose versus blood glucose differences as well as absence of any low warning alarms. The insulin pump will not be returned for analysis.